Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump hast been returned to animas for evaluation. Keypad is fully intact, with no peeling or damage observed. Keypad was removed to investigate, evidence of keypad contamination was located,under "contrast","up","down" and "ok" contact button." Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.